Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc concluded the reported event that error e99 occurred may have been caused by more than 15 days or more than 46 uses after the disinfectant was compounded. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus confirmed that during the repair of the device, there was error e99 occurrence history from the error log of the device. Error e99 occurs when the user continues to use the device for an extended period of time without changing the disinfectant. In addition, it was found that the user had not confirmed the concentration of acecide, a disinfectant. The user facility reported that the disinfectant was changed once every 14 days. There was no report of infection associated with this report.